Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead became extrinsically distorted due to pulling/ stretching/overstress. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend and retract. Visual summary analysis of the lead indicated damage at implant. The analyst noted the helix was found to be stretched which caused the turns to extend and retract to be out of specification.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead helix was extended but did not affix to the septal wall. Attempts to retract the helix were unsuccessful both inside and outside of the patient's body. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.